Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization defibrillator recorded some suspected inappropriate shock therapies due to episodes of atrial driven arrhythmia with rapid ventricular response. Some atr episodes were also mentioned, yet they were most probably appropriate. There is no evidence suggesting that therapy was exhausted. Additional information was received confirming the patient had 3 inappropriate shocks across 3 episodes of atrial driven arrhythmia. This device remains in service and there is no further information regarding if corrective actions were taken. No additional adverse patient effects were reported.